Event description:
Error 01.

Event description:
Error 01. The device was received in lake zurich and its investigation was performed by our local technical team. Device history record was reviewed, no event linked to the reported issue was observed. Several errors were found during device log review (01 - 51 - 52) which confirms the reported event. Nothing was noticed during visual external check. But the error 52. At first start the device was powered on but was not functional therefore no test could be performed. Internal investigation found top housing warped with one of its bracket screw post damaged. Motor pump block was also found damaged. Buzzer ribbon was found pinched which confirms the origin of the error 52 on the screen of the device. Although the issue was reproduced it is most likely due to the device being mishandled.